Event description:
International complaint (B)(6) received reporting multiple issues/incidents with use of 011-46104-42 arterial safeset transpac mtg kits. It was reported ".. There have been significant issues with the las sticking and remaining locked down, and being unable to be disconnected from the syringe when activated with the male luer, resulting in blood splatter, blood splatter, blood spills. Staff members have been exposed to blood". The devices were pre-tested and in use for 24 - 36 hours when the problems occurred. There have been no reported adverse operator/patient consequences.

Manufacturer narrative:
MFR's investigation: device return: three (3) used partial 011-46104-42 monitoring kits (two partials consisting of syringe, stopcock and tubing; one stopcock only) and an unk catheter mating device were received. Visual inspection and analysis of the "as-received" components/partial kits identified various component damages, one of the returned luer activated stopcocks was recessed or "stuck-down". Engineering analysis: the involved components were disassembled and analyzed. The engineering results recorded the component damages/stick down were consistent with damages that can occur when accessing/using incompatible mating devices and/or incorrect usage/techniques. (B)(4). Conclusion: visual analysis of the "as-received" partial kit components verified the reported product issues. The cause(s) of the problem(s) were determined to be a result of incorrect usage. Accepted clinical practice/techniques that mitigate these types of issues ensure that the central axis of the connector and valve are in-line with each other and employ use of a rotational motion while connecting and disconnecting a mating device to the valve. This report and recommendations have been communicated to the facility and distributor representatives.